Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated the pump stopped working. The patient stated when they first put the pump in may, they had a bowel obstruction a couple days after they implanted the pump and they felt no pain at all. The patient then stated last week they had another bowel obstruction and now the pain was awful. The agent reviewed hcp vs mdt role. The patient was redirected to their healthcare provider to further address the issue. The patient stated they went to the emergency room (ER) last week. When asked about managing care, the patient provided the name of the doctor, but now the patient was in maine. The patient provided the name of the facility they were being seen at in maine, but no specific physician was given. The patient stated they had reached out to the hcp but were still waiting for communication from the hcp so they tried mdt.